Event description:
Philips received a complaint on the defibrillator indicating that the device prompted "shock abort". There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6) a follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Available details indicates that the device prompted shock abort. The remote service engineer (rse) evaluated the device remotely and determined that the reported issue was due to incorrect operation performed by the user. The user was guided to correct the operation process according to the user manual, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was determined to be caused by the user. The reported problem was confirmed.